Manufacturer narrative:
(B)(6). Results: bd had not received samples, but one photograph was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for plasma discoloration the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for plasma discoloration was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the lab at (B)(4) collected blood from a patient for apt with the bd vacutainer® citrate tube, after centrifugation the plasma had a really blue color in the blue tube (coagulation tube). The plasma should not have a blue color. No serious injury or medical intervention reported.